Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from the physician from (B)(6) of suspected peritonitis and a common cold in a patient coincident with dianeal- n pd-4 1.5 therapy for chronic renal failure. Therapy with dianeal was ongoing with no changes to the dose. The patient's physician clarified that the patient had suspected peritonitis (not defined) from (B)(6) 2012. The cause of the peritonitis was unknown. The patient was treated with an unreported antibiotic intraperitoneally for the suspected peritonitis (dates not provided). The patient also had a common cold, dates not provided. The suspected peritonitis resolved on (B)(6) 2012. The common cold was resolving. Per the physician, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.